Event description:
It was reported the customer was experiencing high and low blood glucose. Customer stated they would have low blood glucose between 30 mg/dl and 40 mg/dl. The customer also reported experiencing a high blood glucose of 417 mg/dl the day prior. Customer stated their high blood glucose was due to them suspending the insulin pump and having breakfast without any insulin. The customer did not want to troubleshoot for their high and low blood glucose. The customer also reported a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.